Event description:
The event involved a 1o2¿ valve (blue) w/check valve, rotating luer. It was reported leakage was found when using the smart valve. There was patient involvement but no patient harm. No additional information was provided.

Manufacturer narrative:
The complaint of leaks on item 01c-smv3v could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history record for lot#6038782 was reviewed and no non conformities were found that would have led the reported complaint.